Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and based on the image dated 01/2019 the non-union of the femoral head/neck was likely the contributing factor to the reported migration; however, without the return of the device for evaluation the root cause of the reported migrated screw cannot be definitively concluded. The compression screw is an implantable component so biocompatibility is not an issue. The micro-motion or movement of the screw cannot be predicted. It has not been communicated if a revision surgery will take place to correct the migrated screw. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that after the operation, it was found on x-ray image that the compression screw was moved from its implanted position. The patient is very old and almost bedridden patient. So he doesn¿t move actively both before and after the surgical. He moves only for moving bed to bed, and for taking bath with someone¿s help. He feels pain when he moves.